Event description:
It was reported that the piezoelectric system saw broke during a procedure. Two surgeons noted that the device was being used within the parameters set forth by the products technique guide. The surgeon using the device noted that the cutting tips saw teeth felt as if they bound-up in the cut when the tip broke. The entire cutting tip was recovered and there was no injury to the patient. The surgeon is not concerned that this was a malfunction of the device but rather there was too much force exerted on the tip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.